Manufacturer narrative:
(B)(4).

Event description:
Patient's stepmother contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Upon removal of the sensor pod, the patient's stepmother was unable to locate the sensor wire. The patient's stepmother did not report any injury or medical intervention.